Event description:
It was reported that the patient was intubated with the device without any issues. Afterwards, the cuff deflated after being inflated. There was patient involvement. The relevant treatment in progress at time of incident was the anesthetic infusion. The operator of the device was a healthcare professional. No patient harm was reported.

Manufacturer narrative:
H3: neither samples nor pictures were received for the analysis of this complaint. Complaint for the failure mode "a0126 - cuff loses pressure" could not be confirmed by investigation as no samples nor pictures was provided by the customer. The device history review (DHR) of lot number was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.